Manufacturer narrative:
One device was returned for evaluation in used condition and without its original packaging. Visual inspection found no holes in the pilot balloon. Functional testing involved a leak test and found leakage in the pilot balloon. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process on a similar part was performed and no discrepancies were found. A review of the inflation test was performed with 32 devices and found no deflated cuffs. Based on the evidence, the root cause was attributed to a manufacturing issue; the most probable root causes are related to the movement of the extruded tube before the blow molding process, wear of the coating of the fixture, and leak not detected during leak testing.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported the cuff of a portex® blue line ultra® vocalaid tracheostomy tube was deflated during use. A leak test was performed prior to use and no leakage was found. The tracheostomy tube was changed. No patient injury was reported, and the outcome of the event was reported to be full resolution.